Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a 25-year-old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference section b5 and h6 (medical device problem code) updated. The device was evaluated by our zoll business partner. The customer reported using two devices on the patient while internally discharging energy based on analysis decision. Extensive testing showed no device faults and no induced resets. The device passed all testing successfully the processor/bridge/pace (pbp) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 25-year-old male patient, the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.